Event description:
It was reported that the patient had a difficulty charging the ipg. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.